Manufacturer narrative:
Concomitant: product ID 3387s-40, lot# v010369, implanted: (B)(6) 2006, product type lead; product ID 3387s-40, lot# v010369, implanted: (B)(6) 2006, product type lead; product ID 64002, lot# n386023, implanted: (B)(6) 2013, product type adapter; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Event description:
It was reported that after new stimulator replacement, the patient stated the new device battery started to leak and was coming through her skin. The patient was bleeding. The patient was still in the hospital. It was unknown why the device was coming through the skin. The patient was unhappy with the device, as she felt a lump sticking out. The skin was thin as well. The patient had an infection and was on a 4 week intravenous antibiotic treatment. The patient would also be going to a rehabilitation center for 4 weeks. The patient was distressed, depressed and in pain because of the issues. Additional information was requested, if received, a follow up report will be sent.